Manufacturer narrative:
The electronic log file as well as the replaced motor was available for investigation. It turned out, that rotation of the motor could not be started without applying additional mechanical forces to the spindle. An abraded collector disc was identified as the root cause of the reported symptom. According to the log entries, the motor had run for nearly 15.000 hours since 2007. The device detected the motor failure and reacted as specified for this situation as it automatically switched to man/spont and generated a corresponding visible and audible ventilator fail alarm. In such a case, manual ventilation, agent delivery and monitoring remain available to continue the case. The number of similar cases is considered acceptable.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.